Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): no anomalies found. Additional observation of grommet damaged and set screw rounded socket.

Event description:
It was reported that prior to the implant procedure, the device set screw was tightened on the atrial lead but no ratchet sound was heard. The implanter was unhappy at the lack of ratchet sound and the screw was loosened to try again, but the screw came out completely on the end of the screw driver. The device was not implanted. No patient complications have been reported as a result of this event.